Event description:
Multiple reports of neat nick now failing to penetrate baby heel as before requiring 3 -5 attempts. Manufacturer response for neat nick full-term size mango orange, (brand not provided) (per site reporter). Materials management supervisor has reached out to vendor and they are discussing issue.